Event description:
Customer was admitted to hosp for high blood glucose diabetic ketoacidosis, and vomiting. Customer's spouse stated that customer changed her set on monday and was hospitalized with high blood glucose on tuesday. When they arrived to the emergency room, customer took off her set and found that the cannula was bent. Customer's spouse stated that the pump never gave any alarm that indicated that it wasn't delivering. Explained that co can run the high pressure test to make sure that the no delivery alarm is working. Stated that he'll call back when he gets a hold of a hemostat so co can run the test. Stated that customer didn't treat her high blood glucoses with a manual injection just boluses.